Event description:
During an angioplasty procedure, the (sds) stent delivery system did not cross the target lesion. Once the sds was outside the patient's body, it was noted that the stent "looked 4-5mm shorter than the balloon." There was no patient injury reported with the event.